Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that there were intermittent motor stalls with an event date of (B)(6) 2017. It was stated that the event occurred during "device follow-up." It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue and that there were no known diagnostics or troubleshooting performed. Surgical intervention did not occur but was planned as the patient had been sent to the surgeon for replacement. Surgical intervention was not scheduled and it was noted that the patient may be too ill to proceed the procedure. At the time of the report the issue was not resolved and the patient status was "alive - no injury" (note this is conflicting with the report that the patient was ill). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.

Manufacturer narrative:
Fdp code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-11. It was reported the surgery had not been scheduled. It was clarified that the reported sickness related to the statement that the patient may be too ill to proceed with the procedure was not related to the stalls and noted that the overall condition of the patient was poor. The dates and times of the intermittent motor stalls were not available. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported.